Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a gore® cardioform septal occluder to treat a patent foramen ovale. The patient presented with cardiac tamponade and arrested three hours post-procedure. Pericardiocentesis was performed, following which the patient stabilized. The device remains implanted. The physician noted that the retaining stiffener is sharp and the left disc was deployed too deep in the left atrium (due to poor imaging) causing the issue.

Manufacturer narrative:
Additional device/patient information provided. Fields a4, d4, h4, and appropriate coding completed. The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event.